Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thump. Insulin flow blocked alarm during bolus delivery were found in the history files or traces on or near the event date. The pump was cut open and found evidence of dried insulin in the motor slide and moisture damage on pcba 1 and motor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked case - corner of belt clip rails, cracked case (battery tube), label damage (stained). In summary, insulin flow blocked alarm during unknown timing was not confirmed during testing. Pump passed full drive test. No unexpected insulin flow blocked alarms noted in pump history download. Exposed to moisture confirmed on pcba 1 and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported hairline crack on insulin pump when received an alarm of insulin flow block and customer manage to fix it. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.